Manufacturer narrative:
Patient's identifier, age, sex, weight and other relevant history, including preexisting medical conditions were not provided. When the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.

Manufacturer narrative:
The device was not received for analysis. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.